Event description:
A complaint of difficulty charging was received. After unsuccessful attempts to gain full charge of the precision system, the physician decided to replace the ipg. The patient is reportedly doing well.